Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogate, no magnet tones were heard, listened with stethoscope, no tones. Rebooted programmer and not able to stablish telemetry. Device replacement was recommended. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogate, no magnet tones were heard, listened with stethoscope, no tones. Rebooted programmer and not able to be stablished telemetry. Device replacement was recommended. Currently, this product remains in service and no adverse patient effects were reported.